Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. The event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found arcing occurred on the high power hybrid and on the transformer assembly. The damage likely created a higher than expected current path, causing the battery to reach eri (elective replacement indicators) sooner than expected.

Event description:
It was reported the device was explanted and replaced due to eri (elective replacement indicators). It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.